Event description:
It was reported that the device was explanted after an implant duration of zero days. On 06/02/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation experienced after repairing the valve. Per the operative report of (B) (6) 2010, they "reinspected the valve and there was an area where the patch had separated from the leaflet." For this reason, the decision was made to replace the valve.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received on 06/02/2010. The device history record (DHR) review has been completed and this device passed all manufacturing and sterilization inspections with no nonconformance.